Event description:
It was reported post an unrelated surgical procedure where the ipg was not placed into surgery mode, the ipg was unable to communicate with external devices. Troubleshooting attempts were unsuccessful in recovering the ipg and a manufacturer representative deemed the ipg inoperable. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
B5 correction: this was updated to reflect the adverse event that occurred on 16dec2024. D6b: date of explant was not entered in the previous report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Additional information indicates, surgical intervention was undertaken on 16dec2024. No further information is known at this time.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.